Manufacturer narrative:
G4: 22jan2020. B4: 23jan2020. The manufacturer¿s field service engineer (fse) confirmed the issues. During further investigation, the plastic parts were damaged top cover, central processing unit (cpu) cover , front panel of the liquid crystal display (lcd), rear panel of lcd and power management board. The manufacturer¿s field service engineer (fse) replaced the power management board, top cover, (cpu) central processing unit cover, front panel of (lcd) liquid crystal display, and rear panel of lcd to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23apr2020. B4: 24apr2020. The power management board was returned to failure investigation (fi) for analysis. The failure investigator performed several tests, and no anomalies were found. The test vent booted up, and delivered breaths, powered on/off, verified proper light emitting diode (led) operation, but the failure could not be replicated. In addition, the cycle testing did not replicate the reported failure. The system switched off at regular 1 minute intervals controlled by the external timer. The system did not switch off at any other times. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27jan2020. B4: 27jan2020. After further investigation, blower didn't work because the power board had a malfunction and the blower needed power. The fse replaced the power management board, and issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported equipment is switching off, sometimes they want to shut it off, it raises the alarm, the screen remains black, alarm stays red and beeps. Check the status of the rear grate filter. There was patient involvement, but no one was harmed.